Event description:
It was reported that the following an ipg replacement procedure MFR 3006630150-2023-07812, the patient had an increasing pain and swelling at the ipg site. The patient was prescribed antibiotics. No further information has been obtained despite good faith efforts.